Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported info.

Event description:
The user facility reported the following incident: on 8/21/06, while unpacking the device, the neurosurgical or discovered that the proximal end of the pressure transducer was not in the tip protector. The metallic part had pierced the pouch.